Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the right atrial (ra) lead and the right ventricular (rv) lead dislodged resulting in high thresholds. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.